Event description:
It was reported that during the procedure the stent would not open, even though the stent was advanced far out of the subject microcatheter. The stent and subject microcatheter were removed and the stent was able to deploy on table. The procedure was stopped. Post procedure, a subarachnoid bleeding was observed. Impact to patient is unavailable. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the microcatheter was found to be returned with the concurrent stent. The microcatheter was inspected and there was damage noted to the inner lumen at the tip. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on the reported patient code. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Event information states "during procedure the device only first appr. 10mm open at delivery, even though the device is far out of the microcatheter. All known steps to open the stent is followed without result. In the end the procedure is stopped. The patient afterwards it is deployed on table." A minor subarachnoid bleeding was observed post procedure. So far awaiting impact on patient. An unknown surgical delay time was reported. Analysis of the returned microcatheter device found the inner lumen of the microcatheter tip was damaged. The concurrent stent was returned and the stent had been deployed and was slightly deformed but fully opened. The stent delivery wire (sdw) was kinked 3.4cm and 4.5cm from the distal end, which may have contributed to the difficulty deploying the stent. The reported event of patient intercranial hemorrhage was not confirmed during analysis as the reported event is patient related. Analysis of the returned device confirmed catheter tip damage. An assignable cause of procedural factors will be assigned to the analysed defect catheter tip damage as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported event patient intracranial hemorrhage as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.